Event description:
After tubing and infusion set up in the pump per procedure nurse noted IV not infusing. Upon opening the pump discovered an outpouched area of the IV tubing preventing the infusion. No patient harm. Set-up changed.